Event description:
It was reported that suture placement was attempted in the right common femoral artery using the perclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, after the proglide plunger was removed, the suture ends began to "dissolve, broke - outside of the anatomy". The proglide was removed. Two additional proglide devices were used with the same results; however, the sutures were able to be set aside, remaining in the arteriotomy. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the perclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced, are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, sixteen unused, sterile devices with the same part and lot number as the complaint device were returned for evaluation. Visual and functional analysis was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample.